Manufacturer narrative:
This report is submitted on may 31, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced pain and fluid buildup under the skin flap and subsequently was hospitalised in (B)(6) 2019 to drain the fluid and place a shunt.